Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient had not charged the ipg for over three months. Surgical intervention was undertaken on (B)(6) 2016 during which the ipg was explanted and replaced. The issue is resolved post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged the ipg as recommended. As a result, the ipg was inoperable. Surgical intervention is planned to address the issue.